Event description:
It was reported that the bd syringe luer-lok¿ tip experienced foreign matter contamination. The following information was provided by the initial reporter: ¿ please provide incident/notice date: -do not recall date that I called. Date originally reported was the same as date of discovery ¿ item/reference (part) number: -bd 10ml luer-lok syringe. It is hard to see but the black plunger has a film or substance on it that looks oily. It can be wiped off but when I replace the plunger it appears again so it is heavy enough to leave a film inside of the syringe barrel. Other size syringes seem to have same coating but much lighter.

Manufacturer narrative:
H.6. Investigation: no samples were returned. A DHR could not be performed due to the unknown lot#. Please note that silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. The silicone application process is designed to provide an even distribution of silicone on the interior of the syringe barrel. Silicone has been in use in this application for over 20 years. No reports are known of adverse clinical effects associated with these products and unintentional delivery of silicone fluid lubricant. H3 other text : see h.10

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4).

Event description:
It was reported that the bd syringe luer-lok¿ tip experienced foreign matter contamination. The following information was provided by the initial reporter: please provide incident/notice date: -do not recall date that I called. Date originally reported was the same as date of discovery. Item/reference (part) number: -bd 10ml luer-lok syringe. It is hard to see but the black plunger has a film or substance on it that looks oily. It can be wiped off but when I replace the plunger it appears again so it is heavy enough to leave a film inside of the syringe barrel. Other size syringes seem to have same coating but much lighter.